Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported by the parent that the pediatric patient experienced ??? Or hour glass icon in status box which occurred 1 day after the sensor had been inserted in the abdomen. The patient experienced vomiting and speaking gibberish. The continuous glucose monitoring system (cgm) was reading "???","no readings", "sensor error", or hourglass and the blood glucose reading high. The patient was taken to the hospital and treated with insulin and saline. No mention of admittance to the hospital. At the time of the report, the patient was home and doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Health effect - clinical code - (B)(4). Diabetes mellitus is a known cause of hyperglycemia.